Event description:
It was reported when using the bd paxgene® blood dna tube, the device experienced sample leakage. The following information was provided by the initial reporter. The customer stated: item was received on (B)(6) 2021. At initial review, complaint was determined to be a service complaint and not a product complaint since it was stated fluid frozen inside after airplane transport. As a result, a cancellation request for product complaint was submitted and an MDR was cancelled. Additional information was gained on 11jan2022 which suggested there was a leakage, and the remaining additive froze in the tube. It was reported that fluid frozen after transport in airplane. Fluid frozen inside after airplane transport. Maybe to cold or some leakage.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and shows a paxgene tube with insufficient additive inside. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of insufficient additive inside the tube based on the provided photo. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd paxgene® blood dna tube, the device experienced sample leakage. The following information was provided by the initial reporter. The customer stated: item was received on 05dec2021. At initial review, complaint was determined to be a service complaint and not a product complaint since it was stated fluid frozen inside after airplane transport. As a result, a cancellation request for product complaint was submitted and an MDR was cancelled. Additional information was gained on 11jan2022 which suggested there was a leakage, and the remaining additive froze in the tube. It was reported that fluid frozen after transport in airplane. Fluid frozen inside after airplane transport. Maybe to cold or some leakage.